Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during treatment, a melolin sterile 10x10cm ctn 10 could not be opened in a sterile manner, since the packaging was torn. The procedure was resumed, after a non-significant delay, with a competitor device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
This complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per the provisions listed in 21 cfr §803. Based on the complaint details, there hasn¿t been a sterility breach of the packaging of this dressing as initially evaluated. The initial reporter confirmed that it was difficult to open the dressing pouch, which represents a low-risk situation that can be resolved with the use of a back up dressing. The complaint rate is constantly monitored to determine the need for further actions.

Event description:
It was reported that, during treatment, a melolin sterile 10x10cm ctn 10 was difficult to be opened. The procedure was resumed, after a non-significant delay, with a competitor device. Patient was not injured as consequence of this problem.